Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed in the fibers of the dialyzer. Test strips were not used to confirm the machine alarmed. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.